Event description:
We were initially advised that during pre-testing, as the client attempted to inject the serum, the catheter broke in two separate pieces. However, a revised report was provided to us in 2008, stating that during the attempt to remove the wire, a piece of the wire remained between the skin and vena cava. An open surgery was performed one week later and the 2cm fragmented piece was successfully removed.

Manufacturer narrative:
Still under investigation at this time.